Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device was subjected to bench handling, power cycling, and functional stress testing without duplicating the customer report. Review of the device activity log does show occurrences of a device reset occurring, but we are unable to determine the nature of the cause. The defib cable receptacle was replaced as a precaution and a new multifunction cable is returning with the device. The device was recertified and returned to the customer. The multifunction cable involved was not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.